Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was confirmed that the 3.3v, 5v, and 35v power supplies of the ventilator were faulty. The pse replaced the motor controller printed circuit board assembly (mc pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a voltage power supply failure. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.